Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer has back up lantus and humalog injections for insulin therapy.